Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently. Inadequate pain relief was also noted. The patient underwent an ipg replacement procedure. No further information has been obtained.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently. Inadequate pain relief was also noted. The patient underwent an ipg replacement procedure. No further information has been obtained. Additional information was received that the patient was doing very well postoperatively. The explanted device will not be returned per facility policy.